Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had telemetry issue following a non-device related surgery. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.